Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date, during an unknown procedure, while placing a sub condylar plate with unknown self-drilling screws, a screw went through the second hole from the top and was displaced into the pterygoid space through the condylar fracture. There was a sixty (60) minutes surgical delay reported. Patient status and surgical outcome were unknown. Concomitant device reported: matrix mandible self-drilling locking screws (part 04.503.546.01s, lot unknown, quantity 4). This report is for a matrix mandible self-drilling locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Possible lot number is one of the following: l946248, l629108, l363867, l925931. Possible lot number for concomitant devices are as follows: l946248, l629108, l363867, l925931. Corrected data: these dates were inadvertently reported as 12/10/2018. The correct date is 12/09/2018. Reporter country code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received at its final destination. Device history lot 04.503.546.01s / l946248. Manufacturing site: selzach. Supplier: frueh verpackungstechnik ag. Release to warehouse date: 21. June 2018 expiry date: 01. June 2028 part was only packed and sterilized at synthes gmbh, as this complaint is not packaging related only a mre of unsterile part 04.503.546.01c with lot h591903 is required: manufacturing location: monument manufacturing date: 29-mar-2018 part number: 04.503.546.01c, 2.0mm ti matrixmandible screw slf-drilling/locking /6mm lot number: h591903 (non-sterile) lot quantity: 61 work order traveler met all inspection acceptance criteria. Packaging label was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.503m546 lot number: h591903 lot quantity: 121 work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. ------------------04.503.546.01s / l629108 manufacturing site: selzach supplier: frueh verpackungstechnik ag release to warehouse date: 25. Oct. 2017 expiry date: 01. Oct. 2027 part was only packed and sterilized at synthes gmbh, as this complaint is not packaging related only a mre of unsterile part 04.503.546.01c with lot h376100 is required: manufacturing location: monument manufacturing date: 28-aug-2017 part number: 04.503.546.01c, 2.0mm ti matrixmandible screw slf-drilling/locking/6mm lot number: h376100 (non-sterile) lot quantity: 26 work order traveler met all inspection acceptance criteria. Packaging label was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.503m546 lot number: h376100 lot quantity: 119 work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. ----------------------------------------------------------------------- 04.503.546.01s / l363867 manufacturing site: selzach supplier: frueh verpackungstechnik ag release to warehouse date: 05. Apr. 2017 expiry date: 01. Mar. 2027 part was only packed and sterilized at synthes gmbh, as this complaint is not packaging related only a mre of unsterile part 04.503.546.01c with lot h284066 is required: manufacturing location: monument manufacturing date: 27-feb-2017 part number: 04.503.546.01c, 2.0mm ti matrixmandible screw slf-drilling/locking/6mm lot number: h284066 (non-sterile) lot quantity: 45 work order traveler met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.503m546 lot number: h284066 lot quantity: 59 work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, ns025437 rev t meet all inspection acceptance criteria. Packaging label was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. ----------------------------------------------------------------------- 04.503.546.01s / l925931 manufacturing site: selzach supplier: frueh verpackungstechnik ag release to warehouse date: 07. June 2018 expiry date: 01. June 2028 part was only packed and sterilized at synthes gmbh, as this complaint is not packaging related only a mre of unsterile part 04.503.546.01c with lot h591903 is required: manufacturing location: monument manufacturing date: 29-mar-2018 part number: 04.503.546.01c, 2.0mm ti matrixmandible screw slf-drilling/locking /6mm lot number: h591903 (non-sterile) lot quantity: 61 work order traveler met all inspection acceptance criteria. Packaging label was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.503m546 lot number: h591903 lot quantity: 121 work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Device history batch null, device history review 04-feb-2019: these lots met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary: based on the provided information a screw of following part/lot combinations did pass through the plate. 04.503.546.01s / l946248 04.503.546.01s / l629108 04.503.546.01s / l363867 04.503.546.01s / l925931 background: updated event description: it was reported that on an unknown date, during an unknown procedure, while placing a matrix mandible subcondylar plate with a matrix mandible self-drilling locking screws, a screw went through the second hole from the top and was displaced into the pterygoid space through the condylar fracture. The screw remained at the medial aspect of the jaw. There was a 60 minutes surgical delay reported. Patient status and surgical outcome were unknown. Us customer quality investigation flow: device interaction / functional visual inspection: visual inspection of the five (5) returned screws performed at customer quality (cq) identified no damage or abnormalities. Functional test: at cq, none of the five (5) returned screws were able to be pushed through the damaged hole at the bent plate region. However the deformation pattern of one hole is consistent with a screw head pushing through the hole. The received condition does not agree with the complaint description, the complaint is due to damaged plate hole per the investigation. The complaint can be replicated with the returned device(s), but is due to damaged plate hole investigated per the investigation. DHR review: these lots met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Document/specification review: product design drawing for the family of matrix mandible 2.0mm self-drilling locking screws was reviewed during this investigation and there were no product design issues or discrepancies were observed during this investigation. Dimensional inspection: the largest diameter of the five (5) returned screws head threads were measured at cq. This dimension is a reference dimension on drawing. The five (5) returned screw heads is within specification. The complaint was not confirmed due to damaged plate hole per the investigated. Conclusion: a definitive root cause for the screw going through the plate hole could not be determined based on the provided information. The most likely cause is the bent plate region which distorted the hole investigated under pi-15451636032940018. This complaint is not confirmed for the returned screws as no damage was found and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and this complaint condition is adequately covered by the risk assessment. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that on an unknown date, during an unknown procedure, while placing a matrix mandible subcondylar plate with a matrix mandible self-drilling locking screws, a screw went through the second hole from the top and was displaced into the pterygoid space through the condylar fracture. The screw remained at the medial aspect of the jaw. There was a 60 minutes surgical delay reported as the plate was removed, surgical area explored and intra op c-arm taken as per hospital protocol. Only one plate used as a second could not be placed due to fracture. Patient status and surgical outcome were unknown. Concomitant device reported: matrix mandible self-drilling locking screws (part # 04.503.546.01s, lot # unknown, quantity 4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, while placing a matrix mandible subcondylar plate with a matrix mandible self-drilling locking screws, a screw went through the second hole from the top and was displaced into the pterygoid space through the condylar fracture. The screw remained at the medial aspect of the jaw. There was a 60 minutes surgical delay reported as the plate was removed. Surgical area explored and intra op c-arm taken as per hospital protocol. Only one plate used as a second could not be placed due to fracture. There was no immediate harm to the patient. The patient now had a foreign body at the medial aspect of the jaw. Patient status and surgical outcome were unknown. Concomitant medical products: matrix mandible self-drilling locking screws (part # 04.503.546.01s, lot # unknown, quantity (B)(4)).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.